Manufacturer narrative:
(B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The service repair technician (srt) connected the electronic patient gas system (epgs) software module from test unit and powered the suspect epgs powered up correctly confirming the epgs software module required replacement. The epgs will be brought to manufacturers specifications prior to being released for clinical use.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed to power during verification testing. The light emitting diode (led) on the epgs software module (pn 804097) flashed red eight times and then restarted. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the electronic patient gas system (epgs) software module and completed verification testing. The epgs operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.